Event description:
Per the clinic, the patient developed necrosis at the magnet site due to too strong external magnet use. The patient was told not to use the external device for 2 weeks and the issue resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced skin breakdown (date not reported).